Event description:
It was reported that during testing at the manufacturer, the device operated automatically without user activation. There was no patient involvement and no adverse consequences alleged with this event. Update: it was noted during testing on (B)(6) that the handpiece attempts to run intermittently without user activation when cable is moved while plugged into the console. (B)(4) 2012.